Event description:
A old male underwent initial aaa repair in 2005, another manufacturer's endoprostheses was placed 8mm below the renal arteries. There was a type ii endoleak present but the physician chose not to treat it at this time. The following month, follow-up CT revealed a proximal type I endoleak but the physician thought it was from the ima or a type ii endoleak from the lumbars. In 2008, CT revealed 1cm aneurysm sac expansion. An aortogram revealed type I and type ii endoleaks. Reintervention occurred the following month. A cook cuff was placed proximal to the other manufacturer's endoprosthesis. Both endoleaks persisted so the physician attempted to place another manufacturer's stent proximal to the cook device but the stent dislodged and came off the balloon catheter. The physician then attempted to put the dilator into the cook sheath and consequently, pushed the sheath forward, catching on the bottom of the cook cuff which dislodged and covered the celiac trunk. The diameter of the aorta in this area was 26mm and the cook device was 24mm in diameter and did not have good wall apposition. The physician then decided to place the other manufacturer's stent half in and half out of the cook cuff and move it proximally to uncover the celiac and give radial strength to the device for increased diameter and wall apposition. The type I and type ii endoleaks persisted. Another manufacturer's extender was placed to resolve the type I endoleak. The type ii endoleak secondary from the lumbars was still present but the physician will wait and watch. The pt is reported to be stable at this time.

Manufacturer narrative:
The device is shipped with instructions for us (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error, deployment, and off-label use of the device. However, the appropriate individuals have been notified and we will continue to monitor for similar events.